Event description:
Ultrasound treatment - on pt's right shoulder using 3.3 mhz sound lead, 50% duty cycle at 1.0 wcm2 x 10:00. Two minutes into treatment the sound lead over heated & unit turned off, but not until overheating the anterior aspect of pt's shoulder.